Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-01170. During a permanent implant, some fluid came back through the needle being used for loss of resistance. It is unknown if this was csf fluid or not. However, the patient did not complain of any csf leak symptoms. Patient was complaining of central back pain while the lead was being placed. X-rays were taken once the lead was placed, which the physician elected to remove and reposition at a lever higher for better coverage. After the case, the patient had movement of her lower extremities, no complaints of lower extremity pain or decreased sensation.